Event description:
It was reported that the insulin pump alarmed no delivery during the fill tubing step of the manual prime process. The customer did not know the blood glucose reading at the time of the alarm, but the most recent blood glucose reading was 126 mg/dl. She stated that she attempted to rewind and prime 3 times unsuccessfully, and she requested replacement of the infusion set. She was advised to return the infusion set for analysis. She declined replacement of the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.